Event description:
Event description guidant received information that the patient with this pacemaker expired after receiving the device. The patient's family believe a device complication contributed to the death.